Manufacturer narrative:
Investigation is still pending. A follow-up MDR will be submitted to include the investigation conclusions.

Event description:
When physician push stent over the stenosis, he wanted to pull back the inner catheter. He found that he couldn't pull back he inner catheter, he used force to it and led the catheter broken. Finally, he changed to competitor's plastic stent, then it's okay.